Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This is 4 of 6 medwatch reports submitted for the same complaint event. See warsaw orthopedic mdrs #1825034-2013-03928 / 29, and 3002806535-2013-00191 / 194.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of hip clicking, rashes, elevated metal ion levels and loss of eyesight. There has been no reported revision procedures. No further information has been provided to date.